Manufacturer narrative:
The device was returned to arthrocare for eval. The investigation is currently in progress. A follow up report will be provided once the investigation and lot history has been completed. The add'l device used in the same procedure was filed under MDR 2032380-2011-00057. (B)(4).

Event description:
It was reported to arthrocare that a pt underwent an arthroscopic cuff repair procedure, involving two opus magnum pi implants. Allegedly, the first implant wire broke upon retrieval. The second implant tip bent over sideways and broke off upon insertion. The surgeon reverted from an arthroscopic approach to a mini open approach in order to complete the surgery. The procedure was reported as completed with no pt injury. No other info was provided for this report.